Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, 18 tubes have an unknown black substance inside, 13 tubes have a white cloudy substance inside, and an unspecified number of tubes are missing their label. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, 18 tubes have an unknown black substance inside, 13 tubes have a white cloudy substance inside, and an unspecified number of tubes are missing their label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 44 samples and 3 photos for investigation. Visual inspection was performed on the samples with 15 samples failing inspection for black fm in gel. For label defects, visual inspection was conducted on the samples, and 12 failed inspection. Additionally, visual inspection was performed on the samples, with 13 failing inspection for white fm in gel. The three photos provided show two tubes with white fm in the gel and one tube with black fm in the gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - unknown and incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.